Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the event history log, a battery depleted set alarm was found to have interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 5.08.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: this issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.